Manufacturer narrative:
Manufacturing-related considerations: no manufacturing process-related non-conformances, deviations, or exceptions are associated with this femoral component. No manufacturing process-related non-conformances, deviations, or exceptions are associated with this tibial tray. User-related considerations: there were no user-related issues reported that appear to have contributed to the reported event. Patient-related considerations: there are no patient conditions reported that appear to have contributed to the reported event. The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening and tibial loosening. The reported femoral loosening and tibial loosening could not be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.

Manufacturer narrative:
Pending investigation. D10: 3811777, 02-012-35-6009 - logic tibia ps mod insrt sz 6 9mm. 4200142 ,200-02-38 - three peg patella 38mm.

Event description:
As reported, approximately 8 years and 4 months post the initial right tka, the patient was revised due to femoral/tibial components loosening over time. The patient was not revised to exactech devices. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.